Manufacturer narrative:
Visual inspection revealed a rust color under the proximal seal of ring 1 and under both edges of the electrode. There were dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end and inside several irrigation ports. Electrical testing revealed all electrodes, sensor and thermocouple resistances measured within specification and were typical. The functional testing revealed an abnormal resistance was felt when actuating the steering mechanism. The lumen pressure decay was measured and were found to be below the maximum acceptable limit. The x-ray inspection showed no anomalies. The catheter was dissected and all the ring electrodes were removed. Only ring 1 had rust color under the electrode.

Event description:
Reportable based on device analysis completed on 26feb2020. It was reported that the catheter could not apply current. During an ablation procedure to treat atrial flutter in the heart a intellatip mifi open-irrigated catheter was selected for use. When energization was performed, the temperature was displayed as lo, and could not apply current, therefore the catheter was replaced and the ablation was successfully completed without patient complications. However, device analysis revealed the ring 1 proximal seal was partially separated from the electrode allowing fluid to enter into the distal end cavity.